Event description:
Legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient alleges pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ion levels. No revision surgery has been reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions.¿ and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04085/-04086).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The acetabular cup remains implanted.

Event description:
Legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient alleges pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ion levels. No revision surgery has been reported. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision on (B)(6) 2014 due to pain, difficulty ambulating, dislocation, and metallosis. Operative report noted the presence of metallosis, loss of gluteus minimus, and the trunnion was black with metallosis. The acetabular cup and stem were noted to be stable. The modular was removed and replaced.